Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The pt tolerated the procedure. On (B)(6) 2012, the pt presented with ongoing left leg claudication and underwent surgery. A left iliofemoral endarterectomy and patch angioplasty was performed and the proximal eia was stented with a v12 covered stent followed by a self expanding stent for the remainder. The common femoral artery (cfa) was patched with a braun patch and completion run showed satisfactory flow with stenosis at the origin of the superficial femoral artery (sfa) and the profunda femoral artery (pfa). The sfa and pfa were stented with absolute and express stents. The completion run was satisfactory and the procedure was concluded. The pt was discharged on (B)(6) 2012.

Manufacturer narrative:
Please note additional device related to this event: pxc161200/8889030. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel, claudication. Additionally, the IFU states: according to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.